Event description:
A nurse reported that the system went down during a storm. The cataract intraocular implant procedure was completed with an alternate system with no patient harm.

Manufacturer narrative:
The customer rebooted the system and the system is functioning without issue. The customer did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).